Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. The insulin pump went into threshold suspend when her blood glucose levels were above the threshold suspend limit. Her blood glucose level was 129 mg/dl but her sensor glucose reading was 55 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.